Manufacturer narrative:
The device was returned to olympus for inspection. Foreign material was observed on the device connecting tube. The foreign material was not identified and a definitive root cause could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon investigation of the returned colonovideoscope, foreign material was observed on the device connecting tube. There was no patient involvement.